Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn: (B)(4)) for investigation. A follow-up report will be submitted if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid:06 (ce post failure) error message. No further information was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.